Event description:
On october 17, 2006, the lay-user/reporter contacted lifescan alleging that a one touch fasttake meter was reading inaccurately high compared to his feelings/normal readings. The medical affairs specialist spoke to the reporter on october 23, 2006, to obtain/verify information. On an unspecified date/time last year (2005), teh reporter's husband, the patient, started feeling as though the meter was reading inaccurately high. The reporter did not know if the patient was taking his medication as prescribed at the time of concern. On one particular day, the patient tested himself and got a result that he did not feel was accurate. He had symptoms of feeling weak and was perspiring heavily. The patient retested on the reported meter a 2nd time, but still got a result that he felt was too high. The paramedics were then contacted. They obtained a "low" blood glucose result using an unidentified device. The patient was no hospitalized, but received unspecified treatment from the paramedics to raise his blood glucose level. An unknown time later, possibly around november 2005, the patient stopped using the reported meter because he did not feel the meter was accurate. Since then, he has been using his daughter's unidentified meter. The reporter was not sure if the patient was using a correct technique for testing his blood glucose with the reported meter. The patient was obtaining blood samples from his fingers and was cleaning the puncture sites correctly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient had symptoms of hypoglycemia, obtained a reading the patient perceived to be high, obtained a "low" result from the paramedics, and was treated for low blood glucose.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform the FDA of the results in a supplemental report.